Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no physical damaged. Event history log review was performed and found evidence of reported problem. Visual inspection and power up process were performed. The customer's reported problem was duplicated. According to the investigation, the pump exhibited error 41628 at power up and high current draw by the motor was the caused of the reported problem. Service's replaced the motor to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited "error 41628" alarm. It was reported that there was no patient involvement.